Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the previous cylinder ruptured. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the previous cylinder ruptured. The cylinders and pump were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak tested and pressure tested. Both cylinders exhibited wear at folds in the proximal cylinder bodies. The first cylinder exhibited a hole at fold. The pump was visually and microscopically examined, leak tested and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, the hole identified in the cylinder could have caused or contributed to the reported clinical observation of cylinder rupture.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the previous cylinder ruptured. The cylinders and pump were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.